Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, with results of 71, 98, 99, 101 and 108mg/dl. She did not have any symptoms. The reporter stated that she had done a control solution test with an in range of 123 mg/dl. The lifescan representative reviewed testing techniques, coding, cleaning, sample application and use of control solution with the reporter.